Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient had their pump filled on wednesday and since then the patient had been "more lethargic" and was admitted to the hospital. Paging a local company representative if they wanted the pump interrogated. It was further reported that the patient has a psychiatric disorder, had exhibited "some bizarre behavior", and was diagnosed with acute psychosis. The patient had a psych admission a few weeks ago in april. No further patient complications have been reported as a result of this event.